Event description:
It was reported that a biliary stent was used for a tips procedure- destination was porto-caval shunt, using the right jugular approach. The physician had to use excessive force to try and start the stent graft deployment. As he was ratcheting, the back end popped out of the clip holder, the handle detached and the stent did not deploy. The physician stated that he prepared the device according to the IFU. He used two more stent devices on the patient without issue. The tracking path to the treatment site was approx 60cm. The tracking anatomy was average for the application . No difficulties in advancing the delivery system to the target lesion. The wire used was a 0.035. The name of the sheath is not known, as it was included in the tips packet. There was no injury to the patient reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the evaluation is underway.